Event description:
Info received indicates leakage occurred at the outlet of the oxygenator with poor oxygenator efficiency during ECMO. Device co2 elimination was though to be unsatifactory. The unit was changed-out after two days of use with no affect reported for the pt.